Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "high peep", made a grinding noise and low level clicking noise, and there was no flow being delivered. The customer stated that they could not get the device to perform a manual breath delivery. The customer reported that there was no harm or injury to the patient.